Manufacturer narrative:
This report contains the supplemental information for mentor psr reference number ip-00523713. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Investigation summary: according with the information reported the patient experienced a rupture in the breast implant. During the evaluation of the sample it was observed to be intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was not confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: pc-000415824

Event description:
This report contains the supplemental information for mentor psr reference number ip-00523713it was reported that a caucasian female patient underwent a revision breast augmentation with a 500cc mentor memorygel breast implant and experienced postoperative left-sided deflation. The rupture was visualized via mammogram on 1/24/19. As a result, the patient underwent removal and replacement with a 550cc mentor memorygel breast implant on (B)(6) 2019.